Manufacturer narrative:
H3, h6: the ri robotic drill attachment part number rob10015 serial number sn (B)(6), used for treatment, was returned for evaluation. The exterior condition shows minor wear (scratches, scuffs.) Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The drill attachment could not be removed manually nor through kpc unlock. The attachment was removed through disassembly of the drills motors. Following removal of the drill attachment the retaining nut was found to have loosened beyond the required torque specification. After tightening the nut to spec, the device then passed kpc testing and a case with no attachment removal issues. The most likely cause of this event is the drill attachment retaining nut coming loose due to vibration during use. A review of manufacturing records indicates the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint and further investigation into the reported failure is being conducted to determine if additional escalation actions are required. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Further investigation into the reported failure is being conducted to determine if additional actions are required. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the ri robotic drill attachment part number rob10015 serial number (B)(6), used for treatment, was returned for evaluation. The exterior condition shows minor wear (scratches, scuffs.) Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The drill attachment could not be removed manually nor through kpc unlock. The attachment was removed through disassembly of the drills motors. Following removal of the drill attachment the retaining nut was found to have loosened beyond the required torque specification. After tightening the nut to spec, the device then passed kpc testing and a case with no attachment removal issues. The most likely cause of this event is associated with a loose drill attachment retaining nut. A review of manufacturing records indicates the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the part number or serial number and scope of this complaint, and no further escalation action is required. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. As part of corrective actions, continuous improvements have been made to the assembly process. The assembly work instruction has been updated to include the application of a thread-lock compound to the drill attachment retaining nut during assembly. The failure mode will continue to be monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal reference: case-(B)(4)

Event description:
It was reported that, during a cori assisted tka surgery, when switching out the burr and after removing the burr on the unlock screen, the error "robotic drill error" was received when going to place a new burr in. The message "robotic drill error" kept displaying after pressing unlock on the insert burr screen. After trying a few more times, the message "internal error" was received and the case shut down. The ri robotic drill attachment and the real intelligence robotic drill tracker are locked on to real intelligence robotic drill. After case, went to drill diagnostics to try to unlock the attachment from drill but it would not unlock. The surgery was completed, after a significant delay, with a smith and nephew back-up device. No injuries were reported.